Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the outline of the dosimeter was showing up on the 2d image when the x-ray was taken and nothing was in the field of view. Several fluoro gain calibrations were performed after the detector had been on more than an hour. It was verified that the artifact was gone. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an artifact on the image during the monthly calibration. There was no patient involvement.